Manufacturer narrative:
(B)(4). Title parathyroid function following total thyroidectomy using energy devices source eur arch otorhinolaryngol, volume 273, 2016 (1905¿1911) date of publication: 4 july 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, the aim of this study was to compare the effect of ligasure precise (lp) and non-medtronic scalpel (hs) in patients who had undergone total thyroidectomy, by highlighting the post-operative parathyroid function. A total of 201 consecutive patients for whom total thyroidectomy had been planned were prospectively classified into two groups. There were 104 patients in lp group and 97 patients in hs group. One patient of the lp group had post-operative bleeding that required re-operation. No further information available.